Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported the sensor reading are off. Sensor glucose reading was 120 mg/dl when blood glucose was 309 mg/dl, treated with the insulin pump. Customer's mother had to remove the sensor after two day use. Customer's mother stated the insulin pump alarmed calibration error, change sensor, and went into warm up. Customer's mother states every time they pull out the sensor it look like a z shape. Customer was advised of possible causes. No further information reported.